Manufacturer narrative:
Philips investigated this complaint. The basic stand of the md eleva was missing a securing plate. Review of the service records of this system did not show any service activity on the basic stand. It is very likely that this securing plate was missing when it was initially installed. The md eleva system was nine years in use. The shaft had not come out of its place. Philips has installed the securing plate and the system is back in good working order. Philips has an ongoing investigation as a follow up for the noted issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
It has been reported to philips that during service it was noticed that a securing plate that holds the axle of the tilt mechanism in place was missing.